Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the outer tube slightly bent. The returned sample appears used as there is biological material present on the device. First, the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to load properly into the jaws of the device and was successfully applied to over-stressed surgical tubing. However, it appeared that the device had low jaw aperture during loading. This was repeated with the same result for the remaining clips. The sample was disassembled to inspect the internal components. No further defects or damages were observed. It appears that since the tube was bent in the center, the feeder became pinched inside the tube. As a result, the feeder was not able to move forward completely which prevented the jaws from opening to full aperture during loading. The sample was returned with 4 clips remaining in the channel, indicating that 11 clips were fired by the end user. First, the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to load properly into the jaws of the device and was successfully applied to over-stressed surgical tubing. However, it appeared that the device had low jaw aperture during loading. This was repeated with the same result for the remaining clips. The sample was disassembled to inspect the internal components. No further defects or damages were observed. It appears that since the tube was bent in the center, the feeder became pinched inside the tube. As a result, the feeder was not able to move forward completely which prevented the jaws from opening to full aperture during loading. The sample was returned with 4 clips remaining in the channel, indicating that 11 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips coming out closed" was confirmed based upon the sample received. The sample was returned with its trigger partially engaged and with the outer tube slightly bent.

Event description:
It was reported that when loading, the clips are already closed.

Manufacturer narrative:
(B)(4). The device histroy review for the product auto endo5 ml, lot #73j1800716 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when loading, the clips are already closed.